Manufacturer narrative:
Correction to h2 device codes (fdd/annex a), a15 removed and added a150207 b5: additional information received; it was confirmed that the device and delivery system were inspected before use and no issues were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia was implanted for the treatment of a 330mm aortic dissection. It was reported that during the index procedure, after successful deployment of the stent graft, the trigger of the delivery system would not activate. As a result, the tip could not be retracted into the graft cover and therefore, it was removed from the patient in a opened position. Per the physician, the cause of the event was related to the trigger that would not activate properly. No additional sequelae was reported and the patient is fine.

Manufacturer narrative:
Device evaluation summary the device returned with the external slider partially retracted. There was no deformation observed to the graft cover, stent stop, peek lumen and taper tip. There was no damage evident to the screw gear threads which would have hindered movement of the slider. The external slider was disassembled. The spring was overlapping with the end raised off the inner slider. There was no burr observed on the end of the spring and there were no scratches evident on the inner sleeve. The trigger was retracted and returned to the home position following activation. The reported removal difficulties were confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.